Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. The cause of elevated bg was unknown; however, customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide, as the pump will shut off after an extended period of no interaction from the customer. This alert could not be confirmed, however, as customer did not have pump available for troubleshooting. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer declined to provide release date, however, indicated the issue resolved and no permanent damage was sustained.